Manufacturer narrative:
Based on the claim against the product by the customer noting that the integrated electrosurgical generator unit (iesu) touch pad would not respond, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported intermittent issue with the touch pad. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: the iesu had an issue during a da vinci-assisted surgical procedure and was not resolved. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) touch pad would not respond. The customer power cycled the iesu, but the issue persisted. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The intermittent issue was not resolved after a power cycle. However, the site was able to continue and complete the procedure successfully with the same da vinci surgical system and iesu.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) viodv generator involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate the customer reported complaint. The iesu energized and cauterized without any issues when tested. Additionally, all ports on the iesu recognized instruments successfully. The iesu operated as expected, no issue was identified.